Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the device was returned to the manufacturer for evaluation. Visual and functional review identified the superior dynamic jaw hinge is fractured at the base of the pivot pin hole. No other bend, crack or fracture was noted. The location and nature of breakage is consistent with the use of excessive force.

Event description:
It was reported that the patient underwent an unspecified spinal procedulre. It was reported that the top of the micropituitary was broken and would not clamp down at all. It would not make cuts and could not be used. No patient complications.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.